Event description:
It was reported that because of a dislocation, the pt had an open reduction surgery. At that time, the surgeon also noticed a intercurrent infection on the pt hip. Therefore, he removed the centrax and implanted cement beads with antibiotic. The centrax was a one of recall products (ra-2012-003). The surgeon has wanted to know the association of this event and recall (ra-2012-003).

Manufacturer narrative:
The following other hip devices were also listed in this report: 26mm -3 v40 taper vit head, cat# 6260-5-026, lot# 38857401. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. Add'l info (including x-rays and medical records) was requested. When completed, the eval summary will be submitted in a supplemental report.